Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), menorrhagia ("painful and heavier menstruation/abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pains/abdomen") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts". The patient's medical history included hypothyroidism. On (B)(6) 2015, mild reversal of the normal cervical ordos with otherwise normal cervical spine alignment. Cervical vertebral body heights and disc spaces are preserved, mild degenerative disease l5-s 1. Rest of the lumbar spine appeared unremarkable. No lumbar. Concurrent conditions included low back pain, pain in arm, shoulder pain, ovarian cyst and vitamin d deficiency. Concomitant products included ibuprofen and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/painful sex/ dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced rash ("rashes or skin conditions"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced allergy to metals ("nickel allergy") and urticaria ("hives/ welts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("painful and heavier menstruation"), dysuria ("painful urination"), skin disorder ("rashes or skin conditions") and abdominal pain upper ("stomach pain"). The patient was treated with antibiotics, butalbital; caffeine; paracetamol (fioricet), fluconazole (diflucan), topiramate (topamax), vitamins nos (multivitamin) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea and dysuria had not resolved and the vaginal haemorrhage, rash, skin disorder, migraine, headache, tooth disorder, allergy to metals, alopecia, urticaria, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus and cervix (111 grams) and bilateral fallopian tubes; total. Hysterectomy and bilateral salpingectomy: cervix without significant abnormality. Disordered proliferative endometrium. Superficial myometrial fibrosis consistent with history of previous ablation. Myometrium without significant abnormality. Serosa without significant abnormality. Essure coils identified (gross evaluation only). Bilateral fallopian tubes without significant abnormality. Ovary right; cystectomy: benign follicular cysts. Gross description: right and left coiled wires consistent with an essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menses. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received. Events added: hives/welts, vaginal discharge and stomach pain. Treatment drug, concomitant drug and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.